Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that patient was schedule for bilateral intralase procedure. While laser was firing in left eye there was suction loss. It was reported that pocket option was turned off. The procedure was completed successfully by switching the pi. There was no medical or clinical intervention required.